Event description:
The customer reported that falsely depressed concentrated carbon dioxide (co2_c) results were obtained on two patient samples on an advia 1800 analyzer. The initial results were not reported to the physician(s). The samples were reprocessed on the original analyzer. The repeat results recovered higher than the initial results. The repeat results were reported as correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to falsely depressed co2_c results.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely depressed concentrated carbon dioxide (co2_c) results were obtained on two patient samples on an advia 1800 analyzer. Quality control (qc) was within range on the day of the event. The customer performed routine maintenance, inspected the instrument for leaks, and confirmed that there was no leak and no compromised tubing's. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse inspected the instrument, adjusted misaligned reagent probes to wash stations, verified dispense functionality of all probes, reaction tray wash unit (wud) and dilution reaction tray wash unit (dwud), aspirate functionality of wud and dwud and lamp energy on all wavelengths, and observed no issues. The customer ran qc, which recovered acceptably. Siemens reviewed the instrument data and ruled out reagent issues based on a review of qc which showed recovery within acceptable ranges and ruled out instrument performance issues based on calibration, which was acceptable. Siemens further evaluated the event and determined that the sample handling issue potentially contributed to the falsely depressed co2_c results. The instrument is performing according to specifications. No further evaluation of this device is required.